Manufacturer narrative:
An event regarding an alleged fractures involving a offset broach handle was reported. The event was confirmed. Device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: visual examination of the standard offset broach handle indicated the actuator sub-assembly fractured and separated between the actuator tip and the offset broach handle rod. A material analysis concluded an overload condition initiated the fracture. The device then failed through fatigue. Eds was performed on the rod and was consistent with astm a276 alloy. No material or manufacturing defects were observed on the surfaces examined.

Event description:
During surgery, the surgeon combined and used the rasp and rasp handle. After using the rasp, the surgeon couldn't remove the rasp from rasp handle.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, the surgeon combined and used the rasp and rasp handle. After using the rasp, the surgeon couldn't remove the rasp from rasp handle.